Manufacturer narrative:
The x25 final tightener (product code: 279712600, lot number: gm4926304) was received at us cq. Upon visual inspection of the complaint device, the tip of the device was observed to be stripped. The received condition of the device is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition, therefore the complaint can be confirmed due to the stripped condition of tip of the returned device. After a visual inspection per guidance, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4926304 was released in a single batch. Batch1: lot qty of units were released on 01 may 2018 with no discrepancies. Batch2: lot qty of units were released on 12 may 2018 with no discrepancies. Batch3: lot qty of units were released on 12 may 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the tip of the instrument did not grip. No patient harm was reported. No surgical delay reported. Another unknown screwdriver was available to complete the procedure. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for (B)(4).